Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion and subsequent death could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a sarcoid related ventricular tachycardia (vt) ablation procedure, the patient developed a pericardial effusion and subsequently expired. Mapping and ablation were successfully performed in the right ventricle and a second vt morphology was identified. During ablation near the right ventricular apex, a steam pop occurred and the patient became hypotensive. A transesophageal echocardiogram revealed an effusion, for which a pericardiocentesis was performed, and protamine was administered. CPR was administered to maintain blood pressure and the patient was transferred for a repair of a right ventricular perforation; however, the heart did not respond and the patient subsequently expired.